Manufacturer narrative:
Calibration was last performed on 01-mar-2023. The qc recovery data provided showed values outside of the customer's established ranges. This is an indication of a performance issue with the reagent or the instrument. The alarm trace did not contain a conspicuous event. The field service engineer (fse) cleaned and inspected the sample probe, checked the sample probe voltage, checked the pressure sensor and sipper voltage, inspected the sampling line, checked that the sample and reagent probe seals were seated correctly, and performed mechanical checks successfully. The customer performed qc and calibration successfully. The investigation did not identify a product problem. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable elecsys troponin t gen5 stat assay results for 2 patient samples on a cobas e 411 immunoassay analyzer. For patient 1, a 3-hour troponin sample was collected and the initial result was < 6 ng/l with flag. The repeat result was 64 ng/l. For patient 2, a 1-hour troponin sample was collected and the initial result was 38 ng/l with flag. The repeat result was 63 ng/l. The initial results were reported outside of the laboratory. The repeat results were deemed correct. The reagent lot number is 63006300 and the expiration date is 31-oct-2023.